Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. He further reported that on (B)(6) 2017 he was feeling ¿very ill¿ and believed it was because his blood glucose was quite high. Customer was taken to the hospital and believed his glucose was ¿1000 mg/dl¿, but noted he has memory issues. Customer was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion. Customer was kept overnight and discharged the next day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem), (outcomes attributed to ae) , (date of event), (describe event or problem) and (type of reportable event) were incorrectly documented in the MDR follow up #1 report. Sections have been updated.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. He further reported that on (B)(6) 2017 he was feeling ¿very ill¿ and believed it was because his blood glucose was quite high. Customer was taken to the hospital and believed his glucose was ¿1000 mg/dl¿, but noted he has memory issues. Customer was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion. Customer was kept overnight and discharged the next day. There was no report of death or permanent injury associated with this event.